Event description:
It was reported that the patient presented in the clinic on (B)(6) 2017 for follow-up. It was noted the right ventricular lead was dislodged. During lead revision procedure on (B)(6) 2017, the lead could not be repositioned as the helix would not redeploy. The lead was explanted and replaced. The patient had no negative outcomes or complications due to the procedure. Patient was discharged the next day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.